Event description:
It was reported that the patient underwent a replacement surgery in which a penile prosthesis was removed and replaced with an inflatable penile prosthesis (ipp) because it was not working. After the procedure, the patient is good.